Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that this defibrillator had an error 1004, system failure message. There was no reported patient involvement.